Event description:
It was further reported that the location of the fluid collection was intrathecal. The distal segment was not occluded. However, the distal segment that was replaced was discarded.

Event description:
It was reported that the patient had presented with pain and less than 50% therapeutic relief. It was indicated that a dye study was performed and a collection of drug was found. It was determined that the drug was not properly spreading from the catheter tip. The distal segment of the catheter was explanted and replaced. Following the surgery, the pump was reprogrammed and the daily dose of the drugs was lowered. It was also reported that the patient had been hospitalized due to the event, but at the time of report, there was no patient injury. The device system was used to deliver morphine and clonidine.

Event description:
Additional information was received. It was reported that the drug was collected at the catheter tip and was not spreading as expected. It was unclear if there was a specific catheter problem identified that caused the drug to spread, but the issue was identified with the dye study.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown, explanted: (B)(6) 2013. Product type: catheter. (B)(4).